Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was busted. A field service engineer properly unloaded the cubie pockets, and the failed hardware icon was removed to resolve the issue. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that the cubies won't release and that they have medications in them. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.